Event description:
It was reported the pt had no stimulation, and the ipg would not communicate with external devices. Replacement devices did not resolve the issue. It was reported the physician replaced the ipg on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.